Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section h4: device manufacturer date details were not received from customer.

Event description:
A customer reported that an hc300 humidification reusable chamber leaked during use. There was no reported patient consequences.

Event description:
A customer reported that an hc300 humidification reusable chamber leaked during use. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). Method: the subject device, hc300 humidification reusable chamber was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information provided by the customer, and our knowledge of the product. Results: the customer has reported that a hc300 humidification reusable chamber leaked during use. There was no reported patient consequence conclusion: without the return of the subject device for evaluation, we are unable to determine the cause of the reported event. The operating instructions that accompany the hc300 humidification reusable chamber state the following step to be carried out as part of the cleaning process daily or after every use of the device. -inspect the o-ring and replace if damaged. The operating instructions also state the following caution. Caution: ensure the rubber o-ring around the base is not dislodged or damaged. Section d4: lot number details were not received from customer. Section d4: UDI details were not received from customer. Section h4: device manufacturer date details were not received from customer.